Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed leak test. All buttons functioning properly no damage on the keypad assembly and the connector was not unlocked during visual inspection. Device was received with minor scratched lcd window, scratched case, pillowing keypad overlay and cracked select button keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 53mg/dl at the time of the incident. Customer declined to troubleshoot for low blood glucose reading. Customer was assisted with damage troubleshooting. Customer stated that the insulin pump was broken and that the pad to push the buttons was sticking out. Customer stated that the insulin pump was dropped. Customer also stated that they is a slight crack in front of the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.